Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight, brown particles in the shell, crease fold, white calcification and cloudy in the gel. Voids in the gel observed after autoclave cycle. The device is weighed again in the mo502-65-004 and it is within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown and implant removal from textured to smooth due to the concerns of the product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV and implant removal from textured to smooth due to the concerns of the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown and implant removal from textured to smooth due to the concerns of the product. The device has been explanted.